Event description:
It was reported that ongoing occlusion alarms occurred. The customer changed supplies to address the issue. The customer's blood glucose was 436 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.